Event description:
It was reported that the patient presented to the physician with low back pain. Conservative care, including physical therapy, chiropractic care, pain medication and steroid injections did not provide any relief to the patient. Mris indicated a diagnosis of a degenerative disc at the base of the spinal column. The patient underwent a 360-degree fusion using a cage, plate and screws, and a small kit of rhbmp-2/acs. After the surgery, the patient was feverish and nauseous, and "soon he was gasping for air. Doctors and nurses tried to revive him for 40 minutes. He was pronounced dead at 5pm." The discharge summary reports that the patient's heart gave out suddenly.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. Source article citation: john carreyrou and tom mcginty. "Taking double cut, surgeons implant their own devices." The wall street journal [new york ] oct 8 2011, us edition, health industry.